Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion events by changing cartridge and infusion set.